Event description:
It was reported that the insufflator stops delivering carbon dioxide during the procedure and the device cannot be restarted. Additional information received from the customer that this occurred repeatedly in 8 different unspecified procedures. There were no reports of patient harm. This report is 7 of 8 procedures.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.